Manufacturer narrative:
Evaluation summary: evaluation revealed the target device as primary product. No associated products were reported. Appearance of item and inspection records identified the target device returned being of new design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub supplier) and additional in house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned was fully given. The alleged mistreating could not be reproduced. Pre-supposing that targeting accuracy for drilling was confirmed by preoperative check it was concluded that the event(s) were mainly based in the intra operative procedure. Reasons for misaligned drilling are various. Regarding mis-drilling the operative technique has already been modified. Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling. Although a real root cause could not be determined the alleged event is most likely caused due to a sub optimal intra operative procedure.

Event description:
It was reported that distal misdrillings occurred during surgery. There was a delay of approx 15 min.